Event description:
It was reported that during an unknown procedure, the device after being used in four reloads, it stapled and cut the fifth load, but then it locked. The back knob was pressed, but nothing changed. There was an attempt to revert the blade, but this had been returned back to position. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the device removed from the tissue? Is the device available to be returned for analysis?